Event description:
Maude event report no: (B)(4) stated: "volun (B)(4)-2013: the reporter stated her total hip replacement immediately failed but the surgeon failed to recognize it. She went to a different surgeon in (B)(6) and was told both parts had fallen out. Because of this, she was on bed rest for 8 months, had severe bone loss and pain. Patient had revision surgery on (B)(6)-2012.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an stryker total hip replacement.an evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.